Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was patient said the device (ins) seemed like it had moved. Patient said they could feel the device and it had never been that close to the surface. Patient has been trying to get in touch with the healthcare provider (hcp) but has not been able to get a response. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their hcp to further address the issue.